Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Description of event: at 109 mg/dl. During troubleshooting, it was found infusion set insertion site was less than two inches away from the site of the sensor. The customer was advised to consider changing his sensor, if the issue were to continue. Nothing further was reported.

Event description:
It was reported that the customer was in a car accident due to low blood glucose. The customer stated that he received 34 false low alarms the night before the accident and 27 false lows in the morning from his glucose sensor. He began to ignore the alarms and proceeded to experience an actual low blood glucose level that afternoon while driving, causing a vehicular accident. The customer was subsequently hospitalized with head lacerations, after the police broke his car window. Upon being admitted to the hospital, his blood glucose was at 31 mg/dl. The patient is a fragile diabetic whose doctor recommended using manual injections for treatment but the customer decided to continue with the insulin pump and sensors. On (B)(6) 2014, the customer had called in to troubleshoot the differences in blood glucose versus what was being displayed by his sensor, there was a 63.3% discrepancy. The sensor read 40 mg/dl while blood glucose was measured... [See "additional information"].